Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a seven occurrences of an air detected set alarm, which interrupted delivery. These alarms may have been false alarms. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an out of range air in line sensor. To correct the condition, air in line calibration was performed and verified. If any additional information is received, a follow-up MDR will be sent.